Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received two no delivery alarms. The customer's blood glucose was 486 mg/dl at the time of incident. It was also found the customer's blood glucose rose to 500 mg/dl later on in the day. The customer declined to troubleshoot for their blood glucose. Troubleshooting found the alarm was resolved by a complete set change. The customer declined to return the insulin pump for analysis.